Event description:
The notification received for the study indicated that approximately eight months after the index procedure, the patient experienced a myocardial infarction (mi). Prior to the study, the patient experienced restenosis in a bx velocity stent that was implanted in the distal right coronary artery (rca). A patient was consented to the study in 2008. The target lesion location was the ostium of the left internal carotid artery (ica). Two precise stents were implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was completed. The patient was discharged five days later. Eight months post index procedure, the patient suffered an mi. The patient's previous cardiac intervention includes: in the 1990s, intervention believed to be on the diagonal. Restenosed and rotablation was performed. In 1997, a cath demonstrated sub-total occlusion of diagonal and small ramus, treated medically. In 2002, a bx velocity stent was placed in the right coronary artery (rca) and also ptca of the apical left anterior descending artery (lad). Four months later, the patient underwent ptca and brachytherapy with gamma radiation to a 95% restenosis within the distal rca stent.

Manufacturer narrative:
Information received through the study indicated that approximately eight months after the index procedure, the patient experienced a myocardial infarction (mi) and that prior to the study, the patient experienced restenosis in a bx velocity stent that was implanted prior to enrollment into the study. The mi was reported as unrelated to a cordis product. The patient's history is significant for severe pulmonary disease, hyperlipidemia, congestive heart failure, diabetes, myocardial infarction, hypertension, coronary artery disease with previous percutaneous intervention. The target lesion location was the ostium of the left internal carotid artery (ica). Two precise stents were implanted for treatment of target lesion. There was no malfunction with the stent. Post-procedure medication was aspirin and clopidogrel. The procedure was successfully completed and the patient was discharged three days later. Eight months post index procedure, the pt experienced an mi. The patient's previous cardiac intervention includes: treatment to what is believed to be the diagonal (dx) that restenosed shortly after implant and was treated with rotablator therapy. In 1997, a cath demonstrated sub-total occlusion of diagonal and small ramus, this event was treated medically. In 2002, a bx velocity stent was placed in the distal right coronary artery (rca) and also ptca of the apical left anterior descending artery (lad). Four months later, the patient underwent ptca and brachytherapy with gamma radiation to a 95% restenosis within the distal rca stent. In 2006, due to decreased ejection fraction noted on a stress test without evidence of ischemia a cardiac catheterization was performed. Angiography revealed restenosis in the distal rca and 70% stenosis in the mid rca. The distal rca was pre-dilated followed by the implant of a 3.5mm x 18mm cypher stent at 18atms. The lesion still had 30% residual and was post-dilated twice with high pressure balloons with a resulting 20% residual stenosis. The mid rca was treated with the implant of a 3.5 x 23mm cypher stent at 16 atms for a residual stenosis of 0%. In 2009, the patient experienced a non-q-wave mi, angiography was performed and revealed patient stents in the mid and distal rca with mild in stent restenosis (luminal narrowing), and moderate to severe diffuse disease in the posterior descending artery and the posterolateral. The sterile lot number for the bx velocity stent is unknown, therefore, a device history report could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents. Review of the information provided suggests that the patient's extensive medical history and vessel/lesion characteristics (lesion requiring rotablator and brachytherapy) may have contributed to the reported event.